Event description:
Reporter indicated that the vns device was no longer working. It was reported that stimulation feels weaker, and it was also reported that there has not been any trauma or manipulation of the device. Follow up with the physician revealed that diagnostic tests showed high lead impedance. Revision surgery is likely.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.